Event description:
Original procedure: vats. Pt sex: unk. Reportedly, the pt originally had the procedure over a year ago. The original procedure involved necrotic tissue and dry "peri-strips" were used as reinforcement. They recouped from the original procedure. However, fifteen mos later, the pt returned to the surgeon's office complaining of "coughing up" staples. The surgeon examined the pt and found the pt to be fine and no re-op was needed.